Manufacturer narrative:
Medical device: 310c27 tissue valve implanted: (B)(6) 2012; 4968-35 lead implanted (B)(6) 2016; c6tr01 ipg implanted (B)(6) 2016.

Event description:
It was reported that there was suspected occasional intermittent undersensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.